Event description:
Customer reported device = 82 mg/dl. Customer passed out. Paramedics were called. Paramedics took customer to the hosp and result = 130 mg/dl. Customer's blood pressure was checked; however no other treatment was administered. Controls were in range. A request was made for return product and replacement product was sent.